Event description:
The report stated that the buttons on the electrosurgical pencil locked after activation, and that there were burn marks on the patient's skin.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. Specifically, patient information and injury details have been requested, and gone unanswered. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.